Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: g2. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-0770 pcb, exec processor serial number (B)(6) with a reported unit failure of display failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not verify the complaint of a display failure. The board passed testing. Retaining the board in the fat per procedure number (B)(4). The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part number 0670-00-1182 with a reported unit failure of a display issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed. Retaining the part in the failure analysis and testing department per (B)(4). Fse replaced the video generator board (0670-00-1182) and pcb, exec processor (0670-00-0770) to resolve the issue.

Manufacturer narrative:
Upon further review it was determined that the reported event involved maintenance at getinge warehouse before customer delivery . Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
Na.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had display blacked out - detected. There was no patient involvement.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.